Event description:
During or case an ethicon echelon flex powered plus stapler (ref#: plee60a) 60mm staple line, 440 mm shaft length was used; a black, 60 mm reload ref # gst60t was loaded into the stapler. Upon firing the stapler into tissue, the stapler did not release. The ethicon rep was in the room, and attempted to troubleshoot the device. The stapler malfunctioned, and would not release the tissue. The surrounding tissue had to be removed; the case had to be converted into a laparoscopic gastric bypass.